Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix could not be retracted. The lead was returned stretched with the helix distorted and pulled. There was no tissue on the helix. (B)(4).

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead experienced placement difficulty and was unintentionally fixed into the right ventricle (rv). The physician attempted to reposition the ra lead, however was not possible to retract the helix. In addition, it was noted that resistance was felt when attempting to pull the ra lead and the helix became stretched. The ra lead was finally able to be removed by use of ultrasonic monitoring. It was noted that tissue was found on the tip of the lead. A new ra lead was implanted. No patient complications have been reported as a result of this event.